Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was an allegation of arcing during the procedure, and the instrument did not experience a loss of cautery. The instrument moved in the intended direction with no reports of issues related to non-intuitive or uncontrolled motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument suddenly could not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing experienced neither loss of cautery of the instrument. The instrument could experience non-intuitive motion or uncontrolled motion. No jaws were stuck on tissue. Surgeon/or was able to open the jaws and release the tissue. No injury to the patient as a result of the reported failure. No fragments fell into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken grip cable at the distal end.